Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with user facility rep. "Disposable veriflex sensor was reading very high volumes. Changed sensor two times. [Name removed] is going to check the transducers on the wye circuit. He will call back if he needs further assistance". The following description of the event and the condition of the pt was copied from the user facility medwatch report rec'd by carefusion from the FDA on 08/08/2011. "Title: xxxxx. Event desc: the premature (30 week) infant had no spontaneous respirations or heart beat at birth. Pt responded well to intubation with increase in heart rate and gasping respiratory effort. While the infant was being neopuffed, and avea ventilator was set up and the infant was placed on the ventilator. The respiratory therapist noted erroneous readings that were far too great for the size of the pt. The flow sensor (disposable) was removed and while the flow sensor was off, the readings were more appropriate for the pt's size. A new flow sensor (disposable) was put into place and the readings were way off again. The flow sensor was removed once again and the readings appeared normal. This led the therapist to believe that the sensor outlet could be faulty somehow, and this was not an operator error. On the "flow volume loops" screen the therapist observed that the loops were not centered and were way off axis while the flow sensor was connected but returned to center when the flow sensor was off. One hr of time was spent troubleshooting the ventilator before replacing the ventilator with a new ventilator. The new ventilator (reusable flow sensor used) worked as intended. The ventilator was taken out of service with tubes and sensors left as it was in operation. There was no harm to the pt. Findings: biomedical engineering verified stated problem. A respiratory therapist assisting in the review process with biomed indicated that the initially selected (disposable) flow sensor was the wrong choice given the pts physiology. A re-useable flow sensor was tested on the ventilator and the readings were as expected. Re-education was conducted with the therapist on flow sensor selection and indications for use. No similar occurrences have been reported. Device usage problem: device malfunction - that is the device did not do what it was supposed to do".

Manufacturer narrative:
(B)(4). A request was made to the user facility by carefusion asking to come to the user facility's site and evaluate the device. The user facility refused carefusion's request. They stated that they had already conducted their own investigation of the incident and had determined that the initially selected disposable flow sensor was the incorrect selection for the pt's physiology. When a reusable flow sensor was used the readings were appropriate. The user facility reported that they provided the respiratory therapist with re-training on flow sensor selection and indications for use. A review of the carefusion complaint system for the pat 90 days resulted in zero like incidents, thus carefusion considers this to be an isolated incident.